Event description:
It was reported to medtronic minimed that the customer experienced "no data from user", the app was constantly loading and crashing. Reinstalling both apps did not resolve the problem and the customer could test deleting the application and wiping the application cache as a last resort. However, that would cause the loss of data that was saved on the affected phone. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
An attempt to reproduce the reported event was not performed as it seems that the app was functioning as intended during this period. This issue is not confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). After reviewing logs at the time of the reported incident, it seems the carepartner was not successfully linked to the correct patient, which explains why they were not receiving data for the past two months. The error returned "no patient found by username". However, after sharing proper recommendations with relinking carepartner to the user, it seems that the issue has been resolved as they are now successfully receiving data. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: settings, apps, minimed mobile, storage & cache. Click on "clear storage" & "clear cache". By performing this step, the customer will remove all the cached information related to the app. Uninstall the application normally. Remove the pump from the bluetooth settings. Restart the phone. Install the minimed mobile app wait 10 minutes open the app and attempt pairing again. If issue is not resolved, wait 15 minutes and try all steps again. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.